Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection, this complaint has been confirmed. The returned tip was received with a loose heat shrink. During visual inspection, slight damages were noted on distal end to the tip. No signs of arcing or thermal damages were noted on the device. The minor damages observed on the heat shrink, line up very close to the hinge point of the jaws. For final inspection requirements, all devices are 100% inspected for damages and imperfections. This complaint is confirmed. We were unable to determine the root cause.

Event description:
The heat shrink of the atraumatic grasper tip fell off into the patient. The piece was retrieved. The anesthesia time was not extended and there was no harm to the patient.